Event description:
During laparoscopic colon surgery- the stapler was opened and anvil removed. When anvil was removed, staples were sticking out of the stapler. Stapler was then removed from the field and a new stapler was opened, the case was finished without issue.